Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin would not turn on after battery has been changed. Customer also reported to have received a failed battery test alarm and a recurring motor error alarm. No troubleshooting was performed. The insulin pump is being replaced and is not expected to return for analysis.